Manufacturer narrative:
Engineering confirmed that the logs of the reported event were not being uploaded to the cloud. Due to the absence of logs, engineering is unable to confirm the occurrence of the fault. According to the account manager (am), the fault was most likely triggered due to the interference of the pacemaker. The root cause cannot be determined based on the information provided. As the failure cannot be confirmed and no root cause can be identified. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. Because the reported issue is associated with scope performance, an examination of the subject scope was performed. A visual examination of the scope handle, shaft, and tip observed no external damage. To verify the scope latched onto the instrument device manipulator (idm), the scope was then connected and disconnected to 2 different idm top plates 10x each. The scope was then connected and disconnected to 2 different benchtop idm fixtures 10x each. The scope was then connected and disconnected onto an in-house system on both idms 10x each. No latching issue was observed. The subject scope was connected to a bench test fixture to verify electrical functionality of the camera, light emitting diode (led), and electromagnetic sensors (em). The results showed observed both sensors to be within specification. The scope was connected to a meter and confirmed both sensors to be within specification. The scope tip was manually articulated while monitoring the resistance of each sensor to confirm that there was no intermittent open on either sensor. A review of the calibration data obtained from production final acceptance testing revealed all acceptance criteria were met and no anomalies found. Based on the results from the examination, the product met specifications. A review of similar investigations with similar reported issue (1200 fault or em sensing issue) is a known issue but have not established a root cause.

Event description:
It was reported during a monarch bronchoscopy procedure the physician experienced em scope error multiple times, not allowing them to register. The scope was replaced, the navigation was jumpy, the physician attempted to re-initialize, and there were more em scope errors. The customer tried re-booting and moving the pfg & sensors. The physician converted to a manual bronchoscope but was unsuccessful and decided to abort the procedure. There were no reported adverse effects to the patient because of the system issues.